Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed, de novo lesion in the right coronary artery (rca). The lesion was pre-dilated with a 3.0x15mm trek balloon dilatation catheter and a 3.5x18mm xience sierra drug eluting stent (des) was advanced to the target lesion with resistance from the anatomy. Inflation was initiated when it was noticed that the stent was loose on the balloon, but remained on the balloon. The delivery system and the stent were removed together, and another sierra des was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot.the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly calcified and 90% stenosed artery causing the reported difficulty to advance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.na